Event description:
It was reported that there was an abnormal pinnacle acetabular insert failure. The wear of polyethylene and the rupture of the insert are inexplicable, the implant was correctly positioned, the patient had perfectly recovered its function and suddenly began to complain of mechanical symptoms after a few years.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: pinnacle acetabular insert failure abnormal. The wear of polyethylene and the rupture of the insert are inexplicable, the implant was correctly positioned, the patient had perfectly recovered its function and suddenly began to complain of mechanical symptoms after a few years. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment depuy25-18 picture. The photo investigation revealed that the pinn mar +4 10d 32idx48od has a large portion of the rim that is fractured and shows slight signs of wear at the edge. With the information provided is not possible to determine a specific potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables, anatomical considerations and patient changes over time, including the possibility that the damaged observed may had been caused in the extraction process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 32idx48od product code: 121932148 lot number: j3899y and no non-conformances or manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx48od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 32idx48od product code: 121932148 lot number: j3899y and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: pinn mar +4 10d 32idx48od product code: 121932148 lot number: j3899y and no non-conformances or manufacturing irregularities were identified.